Manufacturer narrative:
An outside of the united states (ous) customer contacted a siemens customer care center to report erroneous active-b12 (holotranscobalamin) (ab12), cancer antigen (ca 125), cancer antigen (ca 15-3), cancer antigen (ca 19-9), carcinoembryonic antigen (cea), creatine kinase mb (ckmb), folate (fol), free triiodothyronine (ft3), prostate-specific antigen (psa), high-sensitivity troponin I (tnih), thyroid stimulating hormone tsh3-ultra ii (tsh3ulii) and vitamin b12 (vb12) results that were obtained on patient samples on an atellica im 1600 analyzer. It was determined that the results were obtained when the washing needle of the analyzer loosened. Then, the customer ran quality controls (qcs), which recovered out of range, and triggered the customer to repeat the samples. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During this visit, the cse reinserted the loose wash probe 4, adjusted the secondary vacuum regulator and ran qc, which recovered within range. Siemens further evaluated the event and concluded that a leak in the wash station potentially contributed to the event. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported erroneous active-vitamin b12 (holotranscobalamin) (ab12), cancer antigen (ca 125), cancer antigen (ca 15-3), cancer antigen (ca 19-9), carcinoembryonic antigen (cea), creatine kinase mb (ckmb), folate (fol), free triiodothyronine (ft3), prostate specific antigen (psa), high-sensitivity troponin I (tnih), thyroid stimulating hormone tsh3-ultra ii (tsh3ulii) and vitamin b12 (vb12) results that were obtained on patient samples on an atellica im 1600 analyzer. The results were reported to the physician(s). The samples were repeated on an alternate atellica im analyzer. The repeat results were reported, as the correct results, to the physician(s). The customer did not provide the correct results for the patients. There are no known reports of patient interventions or adverse health consequences due to this event.